Manufacturer narrative:
As reported, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the internal vena cava (ivc), and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The cordis trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off-label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Occlusion within the filter does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the internal vena cava (ivc), and filter is unable to be retrieved. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the medical records indicate that, patient has a history of factor v leiden deficiency, hypertension, asthma, history of pulmonary embolism (pe), and laparoscopic roux-en-y gastric bypass. The patient had an ivc filter placed due to the factor v leiden deficiency and inability to take coumadin because of a gastrointestinal bleed she developed. During filter placement via right common femoral vein, the filter was deployed in the infrarenal vena cava without complications. According to the information received in the patient profile from (ppf), sometime post implantation of the device patient suffers from upper body pain and emotional distress. It was reported that a patient underwent placement of trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, filter embedded in the internal vena cava (ivc), and filter is unable to be retrieved. The following additional information received per the medical records indicate that, patient has a history of morbid obesity, factor v leiden deficiency, hypertension, asthma, history of pulmonary embolism (pe), and laparoscopic roux-en-y gastric bypass. The patient had an ivc filter placed due to the factor v leiden deficiency and inability to take coumadin because of a gastrointestinal bleed she developed. During filter placement via right common femoral vein, the filter was deployed in the infrarenal vena cava without complications. According to the information received in the patient profile form (ppf), at some point post implantation of the device the patient was noted to experience upper body pain and emotional distress. Although the original reported event and the patient profile form report that the filter was unable to be retrieved, there is no recorded attempt for retrieval of the filter found either in the ppf or the attached medical records. The medical records indicate that the patient had multiple episodes of gastric stenosis with vomiting episodes following the roux-en-y gastric bypass procedure, which required dilatation of the stenosis a minimum of five times. Following a dilatation procedure that was performed approximately two and a half months post filter implant, the patient experienced abdominal pain was found to have a pneumoperitoneum, likely secondary to a micro-perforation. The patient was admitted to the hospital for IV antibiotics and further evaluation. A computerized tomography (CT) scan of the chest and abdomen performed at that time showed: no evidence for pe, the lungs were clear and a moderate to large amount of free air in the upper abdomen, questionable fluid collection adjacent to the anterior bypassed stomach measuring 3.8 x 3.7 cm, postoperative changes of cholecystectomy, questionable bilateral renal calculi and a small right anterior ventral hernia in the lower abdominal wall and the ivc filter appeared to be in satisfactory position. An upper gastro-intestinal series with gastro-grafin performed at that time showed a large amount of free intraperitoneal air, the possibility of trace free extravasation of contrast from the gastric pouch when the patient had increased abdominal pressure due to nausea during the examination. There was no definite extraluminal contrast on the remainder of the examination visualized. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. With the limited information provided it is not possible to determine what factors may have contributed to the reported issues; however, the report of the device being embedded and can¿t be retrieved may be related to the body¿s natural tendency to endothelialize a foreign object, although without procedural films or post implant imaging it is not possible to determine what factors may have contributed to the reported events. Anxiety and upper body pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.